Event description:
The hospital reported that mid-way through an endoscopic vein harvesting procedure, the wires separated from the hemopro 2 jaw. This occurred while cauterizing branches in the thigh. Nothing fell into the patient and no intervention was required. A replacement device was used to complete the procedure as there were two more lengths of vein to cut branches on. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).